Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval. As the event occurred over multiple run dates, the following mdrs have been submitted with the following date of occurrences: 3005248192-2025-00081, occurence date (B)(6) 2025, 3005248192-2025-00082, occurence date (B)(6) 2025, 3005248192-2025-00083, occurence date (B)(6) 2025, 3005248192-2025-00084, occurence date (B)(6) 2025 & 3005248192-2025-00085, occurence date (B)(6) 2025.

Event description:
The customer reported a false detected result for the rsv target on the alinity m resp-4-plex assay. The laboratory sop (standard operating procedure) is that every rsv positive result with a cn (cycle number) < 35 is considered a "true" positive and the result is released. Any result with a cn > 35 is considered a weak positive and is retested on the alinity m. The laboratory also has a "rule" that if a sample is positive on alinity m and then negative on alinity m or another platform after retest, the sample is deemed "equivocal" and the patient needs the provide a new sample. Sid (sample ID) (B)(6) was tested and gave a result of 40.58 cn. The sample was released as "equivocal". There has been no report of impact to patient management.

Manufacturer narrative:
Corrections: update b5 to clarify that sample was released as negative because of the high cycle number and was not retested. Update g4 to n/a as this submission was for a same/ similar product. Investigation into this complaint included a customer data review and a quality data review. The results of the investigation are summarized as follows: customer data review: the complaint ticket reported weak false positive results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 409383. Customer data review confirms this observation. Quality data review: CAPA / non-conformance review: a CAPA review was performed to identify any records that were related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-090) lot 409383 and its components. The CAPA review identified one nonconformance documenting the same issue of producing an elevated rate of reactive negative controls (negative control is reactive) and discrepant results for the respiratory syncytial virus (rsv) and flu b analyte with the same lot as reported in this investigation. Complaint ticket was dispositioned as confirmed. Field action fa-am-apr2025-307 was issued on april 28, 2025 to inform customers that abbott has received reports of an increase in reactive negative controls and false positive results, with alinity m resp-4-plex amp kit, list number 09n79-090 lot numbers 409383, 410627, and 411921, and list 09n79-096 lot number 409384 on the alinity m system. Specifically, an increase in the amount of reactive negative controls and false positive results have been reported for the respiratory syncytial virus (rsv) and influenza b virus (flu b) and targets. Based on internal evaluation, false positive results and reactive negative controls manifest as a weak signal with a late cycle number for these targets. Internal evaluation has not shown impact to influenza a virus (flu a) and sars targets. There is a potential for delayed results and false positive results for rsv and flu b when using these lots. All subsequent lots of alinity m resp-4-plex amp kits are not impacted. For incorrect rsv and flub results on the alinity m resp-4-plex assay, associated severity is moderate. The following mdrs were also reported as related to fa-am-apr2025-307: 3005248192-2025-00064 follow up report 1, 3005248192-2025-00075 follow up report 1, 3005248192-2025-00143, 3005248192-2025-00144, 3005248192-2025-00145, 3005248192-2025-00146, 3005248192-2025-00147, 3005248192-2025-00148, 3005248192-2025-00149, 3005248192-2025-00150, 3005248192-2025-00151, 3005248192-2025-00152, 3005248192-2025-00153, 3005248192-2025-00010 follow up report 1, 3005248192-2025-00046 follow up report 1, 3005248192-2025-00032 follow up report 1, 3005248192-2025-00081 follow up report 1, 3005248192-2025-00082 follow up report 1, 3005248192-2025-00083 follow up report 1, 3005248192-2025-00084 follow up report 1.

Event description:
The customer reported a false detected result for the rsv target on the alinity m resp-4-plex assay. The laboratory sop (standard operating procedure) is that every rsv positive result with a cn (cycle number) < 35 is considered a "true" positive and the result is released. Any result with a cn > 35 is considered a weak positive and is retested on the alinity m. The laboratory also has a "rule" that if a sample is positive on alinity m and then negative on alinity m or another platform after retest, the sample is deemed "equivocal" and the patient needs the provide a new sample. Sid (sample ID) (B)(6) was tested and gave a result of 40.58 cn. Sample was released as negative because of the high cycle number and was not retested. There has been no report of impact to patient management.